Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there is doubt that the lead had problems for which the lead was replaced after ten years. It was further reported from follow up information that lead had problems. No patient complications have been reported as a result of this event.